Manufacturer narrative:
Section d4: serial # was requested but was not provided. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via analysis of the submitted log file. The log file contained approximately 8.5 days of data (B)(6) 2021 per the timestamp). A no external power, a low voltage hazard and power cable disconnect alarms were active on (B)(6) 2021 from 23:54:55 to 23:55:49 due to a loss of ac power while connected to the mobile power unit (mpu); the alarms resolved when ac power was restored to the mpu. The system controller backup battery supplied power to the system during the loss of external power. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit throughout the log file. The mpu was not returned for evaluation. The patient reported a loss of ac power had occurred due to a storm at the time of the reported alarm. The root cause of the reported event was determined to be due to a power outage while connected to the mpu. Device history records of the mobile power unit could not be reviewed as the serial number is unknown. Heartmate 3 patient handbook, rev. C, section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU), rev. C, section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power alarm conditions, low voltage hazard alarm conditions, power cable disconnect alarm conditions, pump running led condition, and the actions to take if the alarms cannot be resolved. The subsection entitled ¿what not to do: driveline and cables¿ informs the user not to twist, kink, or bend the driveline and to check the driveline cable for twisting, kinking, or bending which could cause damage to the wires inside, even if external damage is not visible. Heartmate 3 instructions for use (IFU), rev. C, section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate iii lvas, including how to properly use the mpu and the actions to take in the event of a power failure. Heartmate 3 instructions for use, rev. C, section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook, rev. C, section 6, entitled ¿caring for equipment¿, explain how to properly care for the driveline cable. This section also instructs the user to check the driveline daily for signs of damage such as cuts, holes, and tears, and to call the hospital right away if the driveline is damaged. The driveline needs to be cleaned by gently wiping any dirt or grime using a towel with mild dish soap and warm water. The heartmate 3 patient handbook, rev. C, cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that upon log file interrogation by clinician, it was discovered that the patient had an episode of no external power on (B)(6) 2021. The patient reported that they had lost power due to a storm. Upon further interrogation of the log files, transient power cable disconnects/low power hazard/no external power alarms were found at the same time on (B)(6) 2021. These alarms occurred while the patient was tethered to their mobile power unit (mpu). There was no interruption to pump support during these events. Otherwise, all mcs equipment appears to be operating as expected.